Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Correction to b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), once the tether was cut and the physician tried to pull the tether, there was severe resistance. The tether of device was difficult to pull/was stuck and unable to deploy. The physician tried to get the cup closer to the leadless ipg device and was able to encapsulate the device back into the delivery system (ds). With the tether already cut, the physician decided to retrieve the device so there was no potential for the device to unlatch and migrate. The leadless ipg and ds were attempted not used. No patient complications have been reported as a result of this event.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), once the tether was cut and the physician tried to pull the tether, there was severe resistance. The tether of device was difficult to pull/ was stuck. The physician tried to get the cup closer to the leadless ipg device and was able to encapsulate the device back into the delivery system (ds). With the tether already cut, the physician decided to retrieve the device so there was no potential for the device to unlatch and migrate. The leadless ipg and ds were attempted not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.